Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was broken and bent approximately 15mm of the exposed cutting wire. The device was observed under magnification and the cutting wire was blackened and the cut of the cutting wire was not smooth. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event was confirmed. Upon analysis, it was found that the cutting wire was broken, bent and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the failure found could have been generated by manipulation of the device during procedure or if there was not constant contact with the tissue when electrocautery current was applied or if voltage exceeded the maximum voltage rating. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during a common bile duct stone procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the cutting wire broke while cutting the papilla. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during a common bile duct stone procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke while cutting the papilla. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.